Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, pacing lead placement difficulty was observed as the lead helix would not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The body of the lead was extrinsically damaged. The analyst noted the full lead was returned with a stylet in the lead. The lead was returned with the helix bent and the distal end of the lead is damaged. If information is provided in the future, a supplemental report will be issued.